Event description:
A health care professional reported that ophthalmic knives were found to be dull. Patient and procedure details were not reported. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened side port knife, in sheathing, in a blister was received for the report of blunt knife. Sample was visually inspected and was conforming. Functional penetration testing was then performed sample was nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened sample was found to be functionally nonconforming, therefore the dull knife was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).